Event description:
It was reported that the patient presented to the hospital on (B)(6) 2010 due to a fall two days prior. The fall caused the ventricular lead to dislodge and exhibit loss of capture. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.